Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12347 it was reported the patient lost effective stimulation therapy. The physician explanted one of the patient's leads and repositioned the remaining lead. The physician then added a lead in a lower position. The patient is receiving effective stimulation.